Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem customer technical support (cts) it was discovered that the customer was using cold insulin. Cts educated the customer on cartridge/insulin labeling. Reportedly, the customer reverted to an alternate method of insulin therapy.